Manufacturer narrative:
The reported event of a high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Furthermore, complete x-ray examination of the lead and electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the implant procedure, high pacing impedance that was out of range for the patient was observed on the right ventricle (rv) lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.